Manufacturer narrative:
A review of the complaint history for SN (b)(6) was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.A review of the device history record for SN (b)(6) was performed from the date of manufacture, 29-JAN-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.PART ANALYSIS:The reported condition of "drawer does not open" was confirmed during FSE testing and subsequently confirmed in the DCHU inspection process.The device was initially evaluated by the Field Service Engineer (FSE) according to Work Order (b)(4). The report states that upon arrival the station was not powering on; therefore, isolated the power supply and when switch was flipped on, the FSE could hear the fan spinning. Disconnected all Pyxibus cable connectors from the Comm Sled, except for the main drawers. When power switch was flipped on, the station booted up. The FSE Tested each drawer in the auxiliary cabinet one by one, with no findings of the issue. Finally plugged all 7 drawers in and the station did not boot up. Found 7 drawers pyxibus cable was cut. Powered station off and replaced damaged pyxibus cable.During DCHU Visual InspectionP/N 121085-01: A detailed examination under a microscope was performed to visualize the black marks and the copper strands exposed which is indicative of a thermal event.During DCHU Testing:P/N 121085-01: Testing was not required due to thermal damage and exposed copper strands observed during the visual inspection.The device was in use for treatment purposes as intended per 21 CFR 820.198(d).ROOT CAUSE:The root cause of the complaint is the friction on the cable shielding which exposed the copper strands and shorted against the back panel of the drawer, which lead to the observed thermal damage that compromised the drawer's functionality.

Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES Auxiliary, the screen went black.As per part investigation, it was determined that the friction on the cable shielding which exposed the copper strands and shorted against the back panel of the drawer, which lead to the observed thermal damage.There were no adverse events or injuries reported based on this event.